Manufacturer narrative:
One opened and used reservoir was inspected and the plunger, stopper plunger, and set of seals were dislodged from the reservoir body. The customer complaint could not be confirmed.

Event description:
Customer reported that while refilling the reservoir the bottom of the reservoir came out and the insulin that was in it was lost. The blood glucose reading was 120 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.